Event description:
The lay user /patient called lifescan (lfs) in april 2006 and alleged that her meter would not power on. The patient reported that her meter would not power on. The last time she tested on her meter was in the last week of march 2006. The patient threw the meter away after it stopped working . At some point, the patient went to the hospital because she felt that shw was hyperglycemic. She had symptoms of feeling shaky, sweaty and tired. She was given IV fluids and insulin and was admitted to the hospital for one night. It would have been helpful to know her blood glucose results, what her insulin regimen was, and the length of time she did not test prior to the meter not powering on. The patient did not have the meter to troubleshoot, as she threw it away. This complaint is being reported as the patient was unable to test on her meter and subsequently went to the hospital where she received tretment for hyperglycemia. A replacement meter has been sent.